Manufacturer narrative:
The customer reported that the user¿s left thumb was pinched while operating the couch horizontally and as a result could not bend their left thumb. An xray examination was performed which confirmed that the left thumb was broken. No additional medical intervention was received by the user. The philips field service engineer (fse) performed an interview investigation. The fse found that there was no problem with the operation of the equipment. There were no parts replaced. This issue was due to use error. Therefore, there was no malfunction of the device. Internal cross reference number: (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The issue reported was that the customer finger was pinched and broken while operating the couch horizontally. Based on the available information, this issue has been determined to be a reportable event. Therefore, this complaint is considered to be a reportable event to the regulatory agency per (B)(4) adverse event reporting procedure (CT/nm). This issue is not a reportable radiation event per (B)(4) CT/ami radiation event reporting.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a followup emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The issue reported was that the customer finger was pinched and broken while operating the couch horizontally. Based on the available information, this issue has been determined to be a reportable event. Therefore, this complaint is considered to be a reportable event to the regulatory agency per (B)(4) adverse event reporting procedure (CT/nm). This issue is not a reportable radiation event per (B)(4) CT/ami radiation event reporting.